Manufacturer narrative:
The information given related to product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator, force sensor and keypad assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. The insulin pump had fluid inside the battery compartment and under the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.